Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced tubes/extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021 a phlebotomist was collecting blood for a patient. When inserting gold top vacutainer into the needle hub, the tube imploded. This is the 1st time that a phlebotomist experienced such a situation. Collapsed tube.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but photos were provided by the facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced tubes/ extenders with molding defects (non-cosmetic) that can be used. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021 a phlebotomist was collecting blood for a patient. When inserting gold top vacutainer into the needle hub, the tube imploded. This is the 1st time that a phlebotomist experienced such a situation. Collapsed tube.